Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that on (B)(6) 2026, a 27mm navitor vision valve was selected for implant using a large flexnav delivery system (ds). The patient's femoral artery was noted to be narrowed and heavily calcified. During the procedure, multiple attempts were performed to advance the ds, a vascular injury had occurred. In order to overcome, percutaneous transluminal angioplasty (pta) was performed, the sheath was exchanged several times. Bleeding was still noted and the ds was still not able to advance. It was noted that the ds and the valve were damaged. A new 27mm navitor vision valve was loaded using a large flexnav ds. The valve was able to be implanted successfully. The patient remained hemodynamically stable throughout the procedure, and there was no clinically significant delay reported. The patient was in a stable condition.

Manufacturer narrative:
An event of advancement difficulties into patient anatomy, material deformation, bleeding and vascular injury were reported. The investigation into the returned device confirmed the delivery system with twisted damage on the valve capsule. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Additionally, the lot was reviewed for similar complaints, and there is no indication of a lot-specific product issue. Based on the available information, the cause of the reported advancement difficulty, resulting in deformation of the valve capsule tip, appears to be related to challenging patient anatomy. The reported vascular injury appears to be a cascading effect of the advancement difficulty. The reported unexpected medical intervention was a result of case-specific circumstances as the vascular injury was repaired. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.